Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection of the returned device was performed following j&j procedures. Visual inspection was performed, and one spline was observed detached with internal components exposed. The remaining components of the tip were properly placed; no other anomalies were observed. This failure could be related to the visualization and noise issue reported by the customer. In a closer inspection, stress marks on the splines detached were observed. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The customer complaint was confirmed. The potential cause of the damage on the splines could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) for pentaray specifically states "the catheter is contraindicated for patient with a prosthetic valve. This patient population is subject to increased risk of embolization of components and resultant patient sequelae." As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a pentaray nav and during the operation, device was recognized by the carto®; however, one of the catheter electrodes was not visualized on the carto system (visualized as black), while other electrodes were visualized normally. Meanwhile, the signal interference (noise) was observed on ic channels on carto® only. The physician had an intact ECG signal available to monitor patient heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. A second device was used to complete the operation. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, visual inspection of the returned device was performed. Visual inspection was performed, and one spline was observed detached with internal components exposed. This finding is MDR reportable.